Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 355 mg/dl (mobile system 1) and 56 mg/dl (aviva ii system 2). The user felt hypoglycemic and had to take glucose.